Event description:
It was reported the pt experienced a loss of stimulation several months ago. The lead and ipg were explanted as they were no longer required by the pt. The lead was cut and stripped during the explanting procedure. The lead was returned for analysis and breakage was indicated as the reason for removal. There was no pt injury and the outcome was reported as "recovered without sequela."

Manufacturer narrative:
Device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.